Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer cleared the alarms prior to troubleshooting with tandem technical support and resumed insulin delivery. Customer¿s blood glucose level was 305 mg/dl.